Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. The insulin pump powered up properly after battery installation. The insulin pump passed the displacement accuracy test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer also reported that there was a delivery anomaly. The customer's blood glucose was 393 mg/dl at the time of incident. The customer stated that there was error in delivery of basal and bolus per health care professional. The insulin pump was returned for analysis.